Event description:
On (B)(6) 2025 the user reported that their ilet did not charge despite the charge pad showing a solid green light. The user tried multiple outlets and a different usb cord without success. No changes in blood glucose (bg) were reported. A replacement ilet with a new charge pad and case was planned if charging did not resume. No hospitalization, treatment, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.